Manufacturer narrative:
The pipeline flex device lot number was not reported. The pipeline flex will not be returned as it was implanted in the patient. Hemorrhage is a known inherent risk of pipeline procedure and is documented in the pipeline flex instruction (IFU) for use. The cause of intracranial hemorrhage distal to the pipeline flex implant is not known. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Per pipeline flex IFU do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. The same patient as reported in MDR 2029214-2015-05050. (B)(4)

Event description:
Medtronic (covidien) received report that a patient experienced intracranial bleed and died after pipeline flex implantation. The patient was being treated for a giant unruptured, saccular aneurysm in the right ophthalmic internal carotid artery (ica). Landing zone artery size was 2.9mm distal and 4.0mm proximal. Vessel was severely tortuous. Dual anti-platelet treatment was administered during the case with unknown pru level. A continuous heparinized saline flush was used during the procedure. A pipeline flex was implanted successfully. Post-procedure angiographic result showed the pipeline flex was positioned well. It was reported that one middle cerebral artery (mca) branch was lost, however the cause of this clinical observation was not reported. There was no bleed detected during the case. Seven hours post-procedure, a massive bleed was detected coming from a perforation in the right m3 middle cerebral artery (mca) that was suspected to occur at the beginning of the case; however, the perforation was not seen on the angiogram. The physician reports that the perforation could have been caused by the guidewire or was it could have been a result of an occult dissection. A decompressive craniotomy was performed to treat intracranial hypertension. The physician reports the pipeline flex stent was patent. The patient died two days post-procedure due to intracranial hypertension and hemorrhagic stroke.

Manufacturer narrative:
(B)(4).